Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at service center and evaluated. Per operational and diagnostic analysis confirmed reported complaint of the device stopped working as the motor was seized and the cable was causing the device to display intermittent short errors. Device disassembled and decontaminated during initial evaluation. Performed repair as identified in the investigation to address the reported issue by replacing the motor, and cable assembly. The repair and testing of the unit were completed, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. One possible root cause could be water ingress over time and device use, however we cannot determine a definitive root cause for the reported problem. The possible root causes for this issue are not related to manufacturing, therefore a manufacturing record evaluation is not required. No further investigation is required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the affiliate via phone that the micro tornado hp w handcontrol stopped working. They were able to complete the case with another like device. This did not cause a delay and caused no patient harm. This is all the information the sales rep has at this time.